Event description:
Caller reported blood glucose results of 205 mg/dl, 60 mg/dl, and 44 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.